Manufacturer narrative:
The complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation revealed the tip of the driver is bent. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to over-torquing the screw when inserting into the plate and/or hard bone.

Event description:
On 21st march 2024, it was reported by a sales rep. Via email that for an ar-8998t, nano swivelock® suture anchor with fork eyelet, the screwdriver part of the inserter broke off on insertion of anchor. This was detected during an unspecified procedure on (B)(6) 2024. 25th march 2024 - the sales rep. Replied that this was detected during use in a ucl procedure. The procedure was completed successfully as the other driver from the other swivelock was used but also became damaged. 4th april 2024 - the sales rep. Replied that the other driver was also damaged as it was bent. However, the procedure was completed successfully as they made do with the bent driver. The surgeon was not happy and wanted a singly wrapped spare string driver.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.